Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have breakage of the teflon pad at the tip. A piece approximately 1.0mm x 2.5mm was found to be broken off, confirming that a fragment detached from the instrument. The broken piece was not returned. Components adjacent to this teflon pad do not show damage. Common causes of the failure mode clamp arm teflon pad damage are attributed to use conditions. Teflon pad damage can be caused by prolonged activation with the clamp arm closed (with or without tissue between the blade and clamp arm) or from contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the jaws were broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during procedure. The instrument is available for return via RMA#30352693. No photographic images of the device(s) or a video recording of the procedure available for isi review. The jaw was not completely broken off.